Manufacturer narrative:
S/w version 4.11j; retainer ring: black. Customer complained on (B)(6) 2021 the pump alarmed failed battery test and the battery compartment is cracked. Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted during test. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed 9 failed battery test on (B)(6) 2021 between 4:12:50 pm and 9:35:17 pm and 2 low battery alerts on (B)(6) 2021 between 8:59:00 pm and 9:04:00 pm. The cause of failed battery test and low battery alert was due to corroded battery tube. No moisture damage noted on electronic assemblies per visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads and stained serial number label. The p-cap/reservoir does lock properly. Confirmed the cause of failed battery test was due to corroded battery tube. Confirmed cracked case corner of the belt clip rails near the battery compartment and broken battery tube threads. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.